Manufacturer narrative:
(B)(4). Device remains implanted.

Event description:
It was reported that the internal threading of the implant (tsvtb11) was damaged. The device remains implanted.

Event description:
It was reported that the internal threading of the implant was damaged. The device remains implanted.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The following sections are being reported: it was reported that the internal threading of the implant was damaged. The device remains implanted. Correction: no. 24 apr 2019. Follow up. Correction, additional information, device evaluation. Method, results, conclusion codes. Manufacturer narrative, corrected data. The reported device was not received as it remains implanted in the patient. The reported condition of an implant with damaged internal threads was not confirmed. A device history record (DHR) review could not be performed as the reported device lot is unknown. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number for the reported implant was conducted dating back 12 months. The complaint history review revealed that there are no existing non-conformances. A definitive root cause could not be determined. The most likely cause(s) for the reported event are abutment not seated properly; tissue interference, as described by the customer in patient notes, a noted abundance of tissue ingrowth in the implant drive feature, leading to damaged threads and an inability to seat additional restorative elements. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.